Event description:
The first coil would not advance out of the sheath. The second coil detached immediately upon entry into the px400 micro catheter. The coil was removed. Both of these issues occurred during the same procedure with no impact on the patient.

Manufacturer narrative:
Conclusion: these devices were originally available for return by the hospital, however, follow-up with the hospital about the return revealed that they disposed of the products. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for this device lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device disposed of by hospital.

Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.